Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient¿s friend called, concerned about patient¿s blood glucose (bg) alerts at 50mg/dl. Agent could not provide account information, as the patient's friend was not authorized, but advised friend to check on patient directly since it was her first day on ilet. On (B)(6) 2025, the patient's friend reported she checked on patient and the bg was in the 80mg/dl. The patient was not out of range for 90+ minutes. No symptoms were reported, and no medical intervention was required. The blood glucose was auto corrected by the ilet.